Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed pitch cable located at distal clevis hub. There was no damage found at the clevis. The frayed segment was approximately 0.04 in length. No other cable damage was found.

Event description:
Received medwatch report from the customer, according to the MDR report, 'under direct visualization during a robotic laparoscopic procedure, articulating wire snapped while the mega needle driver instrument was in use. No fragment of wire was noted in surgical field. The device was removed and examined. One wire noted to be broken. No patient harm or surgery delay. X-ray took post operation negative for any retained items.'